Event description:
Originally implanted in 1996. She was successfully fitted and her system functioned normally over the next three years. According to preliminary info received from the implant center, the child was seen at the center for device eval during the second week of 1999 because she had begun to experience intermittent lock problems. Testing conducted at the center, including a change-out of the external equipment confirmed that her device was no longer functioning. Revision surgery took place in 1999 and she was reimplanted with another clarion device.